Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, g3, g6, h2, h11. Corrected field: b6, d1, d4 (version or model, catalog, unique identifier), e1 (initial reporter name). After submitting the estimate, the hospital contacted us to say that no repairs were necessary, so the situation was closed without any work being done.

Event description:
It was reported by customer that during use the cs300 intra-aortic balloon pump (iabp) had abnormal display (vertical lines, white haze) when powered on. No harm reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Additional contact person name: (B)(6). After multiple gfe attempts asking for the service report information we are left unaware of what repairs were done. If any pertinent information is received, investigation will be reopened and updated.